Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had no power and the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl. The patient reportedly experience sweating and ¿felt high¿. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: there were no power issues observed in the pump's black box. No damage was found to the battery compartment. A test battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring.